Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the reported phenomenon error code b30, occurred due to communication error. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, with their xenon light source the following reportable events were identified; communication error code b30. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer provided follow up information that the problem has been resolved. No further information was provided on how it was resolved. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.